Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wrong lead pin was placed into the atrial port of the implantable cardioverter defibrillator (ICD). The setscrew was tightened all the way through the port and was unable to be removed. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.